Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported loss of consciousness and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had lost consciousness with hypoglycemia. The patient's blood glucose levels declined to 20 mg/dl while wearing the pod between 25 and 36 hours. It was mentioned that the patient had undergone an eye procedure earlier and likely did not hear alarms due to fatigue or anesthesia effects. The patient's condition improved after drinking a cola.

Manufacturer narrative:
The physical device was not returned for investigation. Cloud data from the user was reviewed for the period of (B)(6) 2026. Inspection of the patient history buffer (phb) and the pod manager history (pmh) data indicated that the pod listed on the complaint page was activated on (B)(6) 2026, 23:34 and deactivated on (B)(6) 2026 20:45. The cloud data indicates that the system was appropriately adjusting suggested insulin based on received estimated glucose values (egvs). No instances of the automated algorithm delivering automated basal while estimated glucose values were below 60 mg/dl were observed. The pod suspended the delivery of insulin prior to the reported event at (B)(6) 2026, 22:54 in response to decreasing egvs. Insulin delivery remained suspended through the hypoglycemic event. Insulin delivery did not resume until egvs recovered to a higher range at (B)(6) 2026, 03:09. The user was found to receive an urgent low glucose alert in response to the corresponding low egvs received, as expected. No evidence of an overdelivery of insulin or of any issues with the automated algorithm was observed in the available cloud data.